Event description:
It was reported there was an explant and loss of therapeutic effect. Patient continued to have leaking with first implant and it was stated "it did not work at all." The entire system was replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3966, lot # la1672, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type extension; product ID 3031, serial # (B)(4), implanted: (B)(6) 2002, product type programmer. (B)(4).